Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulator "completely shut off" and they couldn't recharge it. They could connect to the ins and saw the 8 coupling boxes on the recharger screen but were unable to get the squares to fill in. When asked when the last time they charged they reported that they recharged "not too long ago" and that they usually charged every couple of weeks. They also noted that the ins didn't hold a charge for very long. They hadn't been reprogrammed recently or increased parameters. They mentioned that they had a bad fall but it occurred last year and not in close proximity to the issues they reported. No further complications reported.